Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient

Manufacturer narrative:
No medical documentation or imaging studies were available for this review. Medical records were denied. This assessment was based on a sizing sheet. Product use might have been incongruent with the IFU due to the presence of an infrarenal aortic dissection that involved the left iliac artery, and the resulting blood lumen diameters of less than 18 mm within the aorta, and 8 mm within the left iliac. The presence of an aortic dissection most likely contributed to this event. Ten months post implant, there was no evidence to support the type ia endoleak, or the technical success of the secondary procedure in which a cuff and limb extension was placed. The final patient disposition could not be established lack of information, however it was reported that the patient was doing "fine" postoperatively. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue could not be identified due to insufficient clinical information although an infrarenal dissection may have been a factor.

Event description:
It was reported that approximately 9 months post implant of a bifurcated device, and a limb extension, an endoleak was identified. Reportedly, the patient had a six month follow up, and the computed tomography presented with a proximal endoleak. The physician elected to treat the patient with a suprarenal aortic extension and a limb extension, and sealed the endoleak with good result. The patient is doing fine.